Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 bursts of inappropriate anti-tachycardia pacing (atp) for sinus tachycardia. Technical services (ts) reviewed the event and determined that there was oversensing of farfield r-waves on atrial channel resulting in atrial fibrillation true decision. Ts discussed reprogramming options. This device remains in service and no adverse patient effects were reported.